Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to confirm reported issue in relation to the cart. To resolve the issue, the processor was replaced. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to component wear. The root cause is unknown for the reading/measurement reported event. The manufacturer internal reference number is: 2023-28123

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that inaccurate intraocular lens calculation (measurement concerns ¿ preoperative plan lens, calculated and implanted lens was different), the lens over-corrected and will likely lead to an intraocular lens exchange, intermittent cart resolution issues, freezing, touch screen difficulties and showed upside down error message (photoni keynote), in an unknown eye of a patient, during cataract surgery